Event description:
It was reported the tip of the lead was bent when it was taken out of the box. There was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the lead revealed the distal end was bent. Continuity was acceptable and there were no shorts between circuits.